Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side associated to a stirring mechanism blocked or too slow. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in kansas city, kansas. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: stirrer motor was blocked. In order to solve the issue it was repaired. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2020 and the stirrer motor has been replaced in 2023 for a previous occurrence of this error message (code e07) (MFR# 9611109-2023- 00379). Based on the outcome of technical service activity, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in the stationary phase, such as condensation, humidity and high temperatures.

Event description:
See initial report.